Manufacturer narrative:
Additional information was received indicating that the event occurred while the pump was in use for a life-sustaining infusion with a patient and no patient consequences were reported. Subsequently, it was reported that the patient used another pump to infuse life sustaining infusion.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "downstream occlusion". Reported clear occlusion between pump and patient was displayed on pump screen. No patient consequences were reported. No adverse effects were reported.